Manufacturer narrative:
The failure investigation has been completed and the alleged usb port not charging issue was verified. Additionally the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the battery gauge was fluctuating. The customer¿s blood glucose was 200(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.